Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced all the defective parts (0103-00-0642 hose barb), (0104-00-0021 assy,single transducer,block), (0103-00-0398-01 pneu cmpnt m luer white), (0008-00-0377 tubing, clear polyurethane), (0008-00-0312 tubing, blood detect, iabp), (0104-00-0026 purge valve assembly,iabp), (0997-00-0986-01 assy crm english) and (0997-00-0985-01 assy,safety disk) performed and completed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a blood back issue. There was no patient harm reported.